Event description:
It was reported that the patient experienced rapid atrial fibrillation (af) and chest pain. It was also reported that the physician suspected abnormal device function. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5092-58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.